Event description:
A device report from (B)(6) provides information from a facility in (B)(6) regarding a titanium elastic nail. It was reported that the nail broke. The details of the breakage were not provided. Patient impact and involvement, unknown. This is report # 1 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The blue handle of the instrument is indeed badly broken off. It is visible that the top of the inserter got badly damaged trough hammer blows. Based on these findings we suppose that simply too much mechanical force has led to these damages. No manufacturing related fault could be detected. The investigation is ongoing due to several complaints received on this product.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Patient identifier reported as (B)(6). Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.